Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the issue first occurred six days before. In the morning (specific time not provided). He reported obtaining a result of 243 mg/dl (verified in the meter's memory). As a result of the reported issue, he had taken 8 units of regular insulin based on the sliding scale and experienced symptoms of being shaky and sweaty in the morning. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient claimed he took insulin based on the alleged high reading and experienced symptoms that can be suggestive of hypoglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.